Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clips remain in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for the single leaflet device attachment (slda) and subsequent death. It was reported that the initial mitraclip procedure took place on (B)(6) 2017 to treat mixed mitral regurgitation (mr) with a grade of 4+. Leaflet assessment was acceptable. There was some redundancy in the thickness of the leaflets. During the initial procedure four clips were implanted successfully and post mr was grade 2. On (B)(6) 2017, the patient was admitted to the emergency room with heart failure symptoms. An echocardiogram was performed and a slda was suspected with the fourth clip that had been implanted between the first and second clips. There was an increased mr from 2 to 2-3. On (B)(6) 2017, the patient underwent an additional mitraclip procedure during which an additional clip was placed laterally. Mr was reduced from 3-4 to 1-2. The patient was stable post-procedure. On (B)(6) 2017, while still hospitalized, the patient passed away from end stage acute heart failure and cardiogenic shock. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr), heart failure, cardiogenic shock, and death, as listed in the mitraclip system instructions for useare known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor who noted that the patient underwent a second procedure after a single leaflet device attachment (slda), which resulted in successful mr reduction. The patient was reported to be stable post procedure. The death occurred 5 days after the second procedure due to cardiogenic shock in a context of end stage heart failure. Death was not related to the device, but the 2 procedures may have contributed to worsening clinical condition in this fragile patient with advanced heart failure. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported patient effect of worsening mr appears to be a result of procedural conditions and likely due to the slda of the clip. In addition, the reported heart failure, cardiogenic shock and subsequent death were likely a result of both patient and procedural conditions, as the two mitraclip procedures likely contributed to worsening condition. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.